Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Customer called to inform that her patient has attempted to sit up in bed and kinked the intra-aortic balloon catheter externally. She states a catheter restriction alarm occurred, and she can see an external kink in the iab. No harm occurred.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation findings, investigation conclusions), h11 corrected field: h6 medical device problem code no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Shelby, an rn, reported that her patient attempted to sit up in bed, which caused an external kink in the intra-aortic balloon (iab) catheter. This triggered a catheter restriction alarm. Shelby visually confirmed the kink, troubleshot the issue, and successfully resumed therapy. She contacted the physician to assess and potentially reposition the catheter. A chest x-ray was recommended and agreed upon. Later, shelby confirmed that the physician had straightened the kink, and no further alarms or issues occurred. Based on the event description, the patient had attempted to sit up in bed and kinked the iab catheter externally causing the reported problems. The physician was notified and the iab catheter kink was straightened resecured and repositioned to correct the reported issue. No alarms or issues were detected after the physician¿s adjustments. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.